Event description:
The procedure was an arterious permeable duct occlusion type #, according to krichenko classification 7mm in dia. The sack was filled up with the vascular occlusion coil. When trying to withdraw it in order to reposition, it could not be done as the coil had release from the release catheter. The sack was then released and it migrated to the pulmonary artery. The sack was retrieved surgically. The pt is well and awaiting litigation and ductus cutting surgery.